Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, detached end cap and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the drive support cap was loose and came off for the past couple of weeks. It was stated that the customer was experiencing high blood glucose of 25 to 28mmol/l. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.